Event description:
It was reported that the asymptomatic patient presented for a follow up with an atrial lead that was dislodged. Lead dislodgement was confirmed by chest x-ray and fluoroscopy. The lead was explanted and replaced. The were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection found no anomalies except for damages consistent with procedural damage. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.